Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic after receiving a vibratory notification. It was noted that the implantable cardioverter defibrillator was in backup vvi mode due to an rf telemetry or communication issue. A download to restore the device was performed successfully. The patient was stable.